Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, the suture did not deploy. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the plunger, suture and needles were not returned, the reported suture did not deploy could not be confirmed. Inspection of the returned device revealed that a posterior cuff miss occurred during the needle deployment as evidenced by the posterior cuff remaining in the foot pocket. Also, one of the anterior cuff tabs (0.01 by 0.01) was found broken off and not returned with the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.